Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave one inaccurate value on (B)(6) 2014. Patient claims the device read 48 while the finger stick value read 203. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.